Event description:
On (B)(6), 2025 an incident occurred during a valve placement procedure where part of the delivery catheter's wing broke off and was left in the patient's airway. The following device deficiency probably occurred during the sizing airway and was not associated with an adverse event.